Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2011-00978. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The 75% stenosed, 24mm long, type "b2", and de novo target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. Predilation was performed with a 2.5x15mm balloon inflated to 14atms. A 2.75x28mm taxus express2 stent was then implanted without post dilation resulting in 0% residual stenosis and the patient was discharged 2 days later. (B)(6) 2011 - the physician observed 90% restenosis of the previously placed stent, measuring 11mm long and 3.5mm in reference vessel diameter. The restenosis was treated with coronary artery grafting, percutaneous coronary intervention and balloon angioplasty, resulting in 0% residual stenosis. The patient's status is reported as recovered and the patient was discharged seven days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).